Event description:
It was reported that a 3.5mm locking compression plate (lcp) medial distal tibia plate without tab was determined to be broken postoperatively. Original implant date unknown. A revision surgery was performed on (B)(6) 2015. Along with the plate, eight intact unknown screws (combination of locking and cortical screws) were also explanted. There were no delays in surgery. This report is for eight unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for eight unknown screws/unknown lots. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.